Event description:
Customer reported that chemo leak from a small hole in the pump segment during an infusion. There was no pt or staff harm and medical intervention was not required. No further pt or event information is available.

Manufacturer narrative:
(B)(4). The customer report of leaking form the pump segment could not be confirmed because the set was discarded by the customer. The root cause of this failure could not be identified.